Event description:
Terumo medical corporation received the following reported information: the doctor did not pre-dilate means we were using a 5 french sheath, and he needed to dilate up to 6 french to deploy the angio-seal. The angio-seal was not broken, it buckled at the end.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, and the complete investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: an attempt was made to close post procedure using the 6 french angio-seal device; however, the sheath would not track properly. After torquing and turning the sheath, it broke apart. Additional information was received on 26jan2026: the doctor did not pre-dilate. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The account could not advance the angio-seal. Hemostasis was achieved by dilating up to 6 french then using another angio-seal device. The patient was stable, and no blood loss was reported. No concomitant medical products were used with the angio-seal.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.